Event description:
Boston scientific (formerly guidant) received info in response to a device tracking mailing. The pt received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. One day post implant the pt exhibited poor pulses and no doppler flow into their feet with week doppler in the groin. Upon open procedure exploration, a large endoleak was observed with almost complete collapse of the graft. Repair of the endograft via open technique was performed. To date no further adverse pt effects were reported.

Manufacturer narrative:
No add'l info is available at this time. If add'l info becomes available, this event will be updated.